Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and adhesions are a known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, that the patient experienced pain with an artificial urinary sphincter (aus), as the pump was fused to the testicle. A revision surgery was performed. In which it was noted, that the existing pump had been placed in a deep plane. The pump placement led to the scrotal pain while pumping the device. During the procedure, the component was repositioned. There were no further patient complications.